Event description:
The reporter states that there is a yellowish crack under the battery compartment of the accu-chek advantage meter. She also states that it appears to be partially burnt. No reported explosion, smoking, flaming. No report that the meter was warm to the touch. The reporter also states that the plastic appears as if it is melted and she does not know how it occurred. No report of corroded batteries. No reported action taken. No adverse event reported. New system sent and return requested.